Event description:
Following general endotracheal anesthesia, pt was inadvertently reparalyzed when a small quantity of neuromuscular block, which had been retained in the IV tubing injection port reservoir, was injected.